Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's healthcare provider (hcp) confirmed that the patient's pump had flipped, as was previously reported. No further details, patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the pt's pump flipped. The pt's health care provider tried to refill the pump, was unable to. An x-ray confirmed that the catheter port was at the "9 o'clock" position. The pt was not having any symptoms. The pump was delivering therapy.